Manufacturer narrative:
(B)(4). The device arrived in good visual condition and with the tip of the ancillary trocar was lodged inside the anvil. The breakaway washer was present and uncut and the device was received fully loaded with staples. The device was tested for functionality using a test anvil, the device was fired at the high-b setting; it fired and formed all the staples, as well as completely cut the test media and the breakaway washer without incident. It could not be ascertained as to how the damage to the ancillary trocar occurred. It should be noted that if torque or excess force is applied to the ancillary trocar, it may cause the trocar to break.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that after an unknown procedure, a piece of the ancillary trocar broke while piercing it through the colon. Piece was removed and they used a new stapler. Another device was used to complete the procedure. No patient consequence reported.